Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that right ventricular (rv) lead thresholds suddenly increased to high thresholds approximately five months ago. Thresholds have since stabilized. Multiple ventricular high rate episodes were noted and those with electrograms (egms) displayed noise. High impedance was indicated and a possible fracture was suspected. The lead was reprogrammed off per the physician based on patient condition. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was explanted and replaced.